Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right-side deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on the radius side assessed as surgical damage. Additional observations. Crease fold observed on the device. White particle on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "right-side deflation." Device has been explanted.